Event description:
Customer reported an ad channel 8 error message, and would not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced blown fuses. System operates as intended. This MDR is related to ge healthcare complaint number.